Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "button speaker doesn't work" was confirmed and reproduced during evaluation. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump's "button speaker doesn't work". It was also reported there was no patient involvement.